Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. Service technician confirmed the issue and advised that the unit currently meets the test requirements and will probably will require a cpu replacement in the future. The customer replaced the central processing unit (cpu) and is now back in service.

Event description:
It was reported that the backup alarm has a warble sound. The ventilator was not in use on a patient at the time of the reported event.